Event description:
The customer contacted baxter's service center and reported they had reused a homechoice automated set with cassette. The customer disconnected the solution bags and switched them during use. Therapy was ended. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause of this event was the user continued to use the homechoice cassette after a solution bag was disconnected. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. If additional relevant information is received, a supplemental report will be submitted.